Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, the old lead was ultimately not used and replaced with the new lead. Patient was discharged.

Event description:
New information noted that during procedure, left ventricular (lv) lead exhibited under-sensing and failure to capture. The old lead was not used and replaced with new lead. Patient was discharged.

Manufacturer narrative:
The reported events of sensing anomaly and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.